Manufacturer narrative:
Patient weight is not available. Date of event is estimated. Device lot number and expiration date are not available. Therapy date is estimated. Device manufacture date is dependent on device lot number, thus is unavailable.

Event description:
During the 25th annual meeting of the (B)(6) association of cardiovascular intervention and therapeutics, information was presented which alleged that a patient experienced a pseudoaneurysm as a result of the use of an elca device. Reportedly, the device was used along with angioplasty to treat a case of in-stent restenosis within the lad. Sufficient dilation was reportedly achieved and antiplatelet therapy was continued for one month. Eight months later, a pseudoaneurysm beside the stent was identified. Surgical ligation of the lad to the left internal thoracic artery was completed to treat the issue.